Manufacturer narrative:
This information was previously reported on medical device report number 0001822565-2016-01599. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing a possible metal allergy, swelling and inflammation.